Event description:
On 05/05/1999, the facility's spd manager informed the manufacturer's (MFR) sales rep of the following: the physician opened the device and noticed that the septum base was not even/nonsymmetrical in appearance. As a result, the device was not implanted. No further details were provided at this time.